Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting from the infusion set tubing during the fill tubing step. Customer changed the cartridge and infusion set tubing to resolve the issue. Customer's blood glucose was reported to be between 54-500 mg/dl.